Event description:
In 2008, it was reported to boston scientific corporation that a female pt had a partially-covered wallflex biliary stent placed in a distal biliary duct (for palliation of a biliary obstruction) in 2007 as part of a bsc clinical study. According to the complaint reporter, "two days following the procedure, the pt experienced stent migration." Reportedly, the stent was repositioned on the same day [technique unk]. Add'l info ascertained from the physician revealed that during a follow-up appointment, on five days later, the pt reported having nausea.

Manufacturer narrative:
The device remains implanted; therefore, a device evaluation cannot be performed. The cause of the reported stent migration is undetermined. A search of the complaint database revealed no add'l complaints recorded for this lot. The march 2008 15-month wallflex biliary stent product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.